Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was in the hospital for an unrelated procedure and had just returned home. The patient then experienced abdominal pain and cloudy effluent after doing a pd exchange. The patient went to the emergency room for this event. The patient was given vancomycin (dosage, route, and frequency not reported) and was prescribed an unspecified antibiotic the following day. The cause of the peritonitis was unknown. The patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.